Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code). Device evaluation: one cadd solis vip pump was returned for analysis. The event log showed a high alarm displayed: downstream occlusion. The pressure range test was performed. The reported problem was unable to be duplicated. The pump underwent a downstream pressure range test and values were within 9- 27 psi range. The sensor will be replaced as a preventative measure.

Event description:
It was reported that a smiths medical pump failed downstream occlusion at 8.0psi. No adverse patient effects were reported.